Event description:
It was reported to philips that the device, when the knob is in the off position, and after it has been disconnected from the ac wall power, the unit will turn on for a couples of seconds and then turn back off. There was no reported patient involvement/adverse patient impact.